Event description:
It was reported that there were concerns there were insulation issues on this right atrial (ra) lead when reviewing an x-ray image. Technical services (ts) reviewed the reports and noted that it appeared to be localized narrowing of both leads around the position of the device pocket above the header. Ts noted oversensing of ra noisy signals and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.